Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump am/pm settings were switched. Customer stated they accidentally switched the am/pm settings when setting up the pump. Customer was able to successfully adjust the pump time settings. Customer's blood glucose level was not impacted.